Event description:
It was reported that the lens was explanted due to myopic refractive outcome. Another lens of a different model was implanted. In the surgeon's opinion, the most likely cause of the event is lens vaulting. The pt's current status is f/u, pt's distance acuity improved to 20/30 uncorrected. This report refers to the pt's left eye.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.